Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/63 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: association between left ventricular assist device infections and number of shared patients among care providers: a network analysis. The annals of thoracic surgery. 2025. 120:770-8. Doi: 10.1016/j.athoracsur.2025.04.028 additional products: d1: heartware ventricular assist system - outflow graft d4: model #: unk-outflow graft/ catalog #: unk/ expiration date: unk/ serial or lot#: unk d10: no h4: mfg date: unk h5: yes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the association between preadmission clinician connectedness, patient acuity, and post ventricular assist device (vad) implant outcomes. Patients were divided into groups of low, moderate, or high provider connectedness. The authors described patient deaths in all groups; however, the causes of death were unknown and described as all-cause mortality. There were patients in all groups who experienced renal dysfunction, strokes, bleeding, vad-specific infections which included pump pocket, pump interior, driveline, and outflow cannula infection, vad-related infection which included positive blood cultures, mediastinum, and line sepsis, and non-vad related infections which included pulmonary, urine, gastrointestinal, peripheral wound, other, and any infections and patients were readmitted to the hospital. The status of the vads is unknown. No additional adverse patient effects were reported.